Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that during a recent routine follow-up the patient was found to have a type ii endoleak. Upon review of the film a type ia endoleak was identified. The physician believes the endoleak is due to disease progression. Currently the aneurysm measures 54 mm in diameter. The patient will be monitored and will not be treated because they have other health complications. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4).